Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd ultra-fine¿ pen needle, the device experienced the inability to deliver insulin/medication. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: the customer says that again and again needles are not permeable, and then she always needs new needles.